Manufacturer narrative:
(B)(4). Product analysis :visual review confirms screw breakage at the base of the bone screw neck, prior to the start of the thread. Extensive damage to fracture surface; unable to provide additional information regarding root cause of the screw breakage. Dimensional examination of the neck diameter of the bone screw with surrogate part from the same lot is consistent with the implant neck diameter being within print specification. Inconclusive; due to implant being returned in condition unsuitable for evaluation.

Event description:
It was reported that in an unknown date, post-op, mutliaxial screw implanted in sacro was broken it was reported that the patient underwent revision surgery for the removal of implant. No patient complications were reported.